Event description:
Boston scientific received information that this device had a report of inappropriate shocks delivery due to a sinus tachycardia or supraventricular tachycardia. Due to the nature of the continued rhythm, device therapy was exhausted; however, no adverse patient effects reported. There were no known programming adjustments performed.

Manufacturer narrative:
Boston scientific's medical records system, indicates this device has since been removed from service. If further information is received, a follow-up report will be submitted.